Event description:
It was reported that a multi-rate infusor leaked around the fill port. This occurred during filling of the device with an unknown drug. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Complaint no: cmplnt-(B)(4). A request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.

Manufacturer narrative:
(B)(4). The lot was manufactured from 01/08/2013 to 01/09/2013. Evaluation summary: the device was returned for evaluation filled with solution. Visual inspection and functional leak testing were then performed, which identified a leak at the solvent bonded junction of the tubing and the stress-member near the fill-port. A review of all batch record documents was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Microscopic examination revealed the cause of the leak to be inadequate solvent on the tubing. Should additional relevant information become available, a supplemental report will be submitted.